Event description:
The customer reported that the pt had vasoseal deployment on 10/26/98. Labs done on 10/25/98. Pt had been non-compliant with followups. Pt was discharged on 10/26/98 with no groin complications and dressing. On 10/31/98 pt went to ER with right groin swelling and pain per ER chart. Right groin cellulitis and draining purulent material. Incision and drainage performed with intravenous, keflex given, pt discharged on oral keflex. Pt returned to the ER on 11/1/98 with right groin swelling and pain. Admitted to hosp for right groin abscess management. Pt had elevated glucose, white blood cells, gram stain negative, wound culture positive, blood culture no growth. Pt discharged on 11/4/98. Pt had right groin abscess infection probably due to poor wound care management at home. Pt recovering, no adverse sequelae.